Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7107718.

Event description:
It was reported that the lead had high impedances and x-ray showed that the leads had shifted with one lead laying over the other. It was noted that the patient was no longer getting good coverage and certain position would cause a shocking stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively with coverage on all pain areas. The explanted leads were retained by the medical facility.